Manufacturer narrative:
(B)(4). Medical products: durasul, alpha insert, gg/32, item# 0100013407 , lot# 2556512; durasul, alpha insert, hooded, gg/28 , item# 0100013307 . Lot# 2603104; cocr head 28/-4 's' 12/14 , item# 14280520 , lot# 2565408; fitmore, shell with screw cones, uncemented, 48/gg , item# 0100024548 , lot# 2629109; cancl bone scw ti 6.5mmx2 , item# 4301-07-025 , lot# 61787158. Report source - foreign: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that 10 years post-implantation, the patient underwent to revision surgery due to periprosthetic fracture. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided: product evaluation could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. It was reported that the patient underwent a revision surgery on (B)(6) 2022 to correct periprosthetic fracture due to fall injury. Review of the device history record reported no deviation or anomalies during manufacturing, therefore, it is not expected that the manufacturing process contributed to the reported issue. No surgical notes were provided for the initial surgery, therefore it is not possible to assess the surgical technique used. Additionally, the received medical evidence does not confirm the reported event, since the health care professional could not identify the periprosthetic fracture on the provided x-rays. Given the complaint description and the available data, it is very likely that the reported issue is due to the fall injury of the patient, however a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.